Event description:
Event description guidant received information that at implant, this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead had right ventricular (rv) impedance measurements of 614 ohms, r wave measurements of 7.8 mv, a shocking impedance measurement of 44 ohms, and the thresholds measured 0.8 volts. Beginning one week post implant, december 15th, through today, measurements have been rv impedance 418 ohms, r-waves of 4.8 mv, shock impedance 33 ohms and thresholds 1.6 volts. The right atrial (ra) measurements are stable. The patient has a lot of stored atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) episodes. The patient is in atrial fibrillation (af). ,